Manufacturer narrative:
50 sealed contact lenses from the same lot have been returned to the manufacturer in unused condition. The returned sample will undergo analysis as well as manufacturing records for the lot in question to be reviewed. Once further information is available, FDA will be informed via a follow-up report.

Event description:
The patient reports symptoms of redness and pain in the left (os) eye and sought medical treatment. The patient was diagnosed by the optometrist at (B)(6) likely with a central corneal ulcer and prescribed chloramphenicol antibiotic. The patient was referred to bradford royal infirmary for further treatment. He was seen for an emergency appointment and discharged the same day. Further information from bradford royal infirmary is not available at this time. Good faith efforts have been made to obtain additional information without success, additional information is unknown.

Manufacturer narrative:
Device evaluation complete and additional information recorded/corrected.